Event description:
The explanted generator and lead were returned to the manufacturer for analysis. The generator performed according to functional specifications. There were no anomalies found with the pulse generator. Analysis of the returned lead is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned lead portion was completed. A fracture was identified in the negative and positive coils. Corrosion of both broken coil ends were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. The physician observed the high impedance two weeks prior to the surgery and the device was programmed off. The generator was replaced prophylactically. The explanted devices have been returned for analysis, but have not been received to date. No additional relevant information has been received to date.